Event description:
The customer reported a corneal burn occurred. The nurse stated the event occurred during phaco and the occlusion bell sounded multiple times. The nurse stated white tissue debris was seen and then the corneal burn was seen. The surgeon closed the wound with four sutures. Additional information from the nurse stated, another surgeon has used the system since with no problems noted.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The handpiece was tested and functioned fine. The system was then tested and met all product specifications. The phaco handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).